Event description:
It was alleged that insulation peeled off the instrument during surgery, and flakes brushed off against the vessel causing considerable bleeding. It was reported that the bleeding was controlled and all pieces were removed from the peritoneal cavity.